Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.no complaint received with return of device. Failure (event) observed during analysis.analysis found high voltage output transistor damage and an arc mark on the device can. Further evaluation of the arc mark indicated the presence of lead material. Review of the device image indicated alerts for possible output circuit damage and out of range hv lead impedance. The damage found is consistent with that caused by high voltage delivery into a low impedance load.(B)(4).

Event description:
This report is to advise of an event observed during analysis.